Manufacturer narrative:
The device was not returned for evaluation. Upon conclusion of the investigation, a supplemental report will be submitted. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: impella cp with smart assist system. Section: general patient care considerations, ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer, as noted in the impella IFU: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states), as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted for high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, the patient developed a hematoma. It was noted that the venous sheath was bent and had bleeding around the sheath. The decision was made to apply pressure and discontinue the venous sheath, resulting in additional bleeding. A figure eight suture was applied on both the venous site and around the impella site. The patient received one unit of packed red blood cells. Vascular was consulted and an ace wrap with pressure applied to help control the oozing and stabilize the patient. The following day, it was reported the patient was again bleeding from the groin and two more units of packed red blood cells were administered. The patient was subsequently escalated to an impella 5.5 for more support and repair of the right femoral artery.